Manufacturer narrative:
A partial lead with the distal portion measuring 53.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicates that the lead was explanted and replaced. The patient was stable.

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing via merlin.net transmission. Decreased sensing was also noted. Noise was not reproducible with isometrics. There were no other electrical anomalies revealed. Lead revision is anticipated.